Event description:
Stem did not match the broach.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Correction:it was determined that this event is a duplicate of MFR. Report # 0002249697-2014-03266. When available, investigation results will be submitted under this manufacturer report number.

Event description:
Stem did not match the broach.